Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had a rash under the lifevest. The patient reported that she went to an urgent care and received steroid cream and medication for the rash. The patient reported that after doing so, the rash improved.